Event description:
It was reported the pt lost stimulation due to the charger not communicating with the ipg. As a result, the pt's ipg site was revised on (B)(6) 2013. Revising the ipg site resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.